Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt was unable to adjust stimulation and the device was in a power on reset (por) condition. The display showed "call your doctor". No additional info was given. Additional info has been requested.